Event description:
It was reported the video system center digital endoscopes don¿t work and image has disappeared. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. This report is also being supplemented to add new information to section d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with the specifications. Based on the results of the investigation, it was confirmed that the phenomenon was caused by the adhesion of foreign objects to the video connector socket terminal. The root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): dangers, warnings, and cautions. Do not allow a foreign object to penetrate the inside of the video connector socket, output socket, and portable memory port. The video system center may malfunction. 5.3 connection of an endoscope. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. 9.2 troubleshooting guide. Irregularity description: the endoscopic image does not appear on the monitor. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. ¿ solution: wipe the electrical contacts on the video connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the video system center olympus will continue to monitor field performance for this device.